Event description:
A user facility reported to olympus that the fan did not turn on and the lamp did not light. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to power unit failure. Additional evaluation findings are as follows: 1.) Top cover noted to have poor appearance; 2.) Accumulation of dust; 3.) Light guide connector noted worn; 4.) Appearance issues. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The device history record was not reviewed as the returned device was manufactured over 15 years ago. A definitive root cause for the issue was not established. However, it is probable that the issue was caused by a deterioration of the lamp and fan. It has been over twenty-two years since the device was manufactured. The device has also exceeded the six-year durability period. Olympus will continue to monitor field performance for this device.